Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to swelling increasing in size for two days at the left upper chest at the implantable cardioverter defibrillator (ICD) site. The patient also had severe pain and an on and off fever. It was noted that blood tests were abnormal. The patient was prescribed medications and a clot evacuation was performed at the ICD site. The event resolved and the device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.